Event description:
The customer alleged they received questionable ion selective electrode (ise) sodium and potassium results on their c501 analyzer. The customer stated they received a data flag on the anion gap for two patients which drew their attention to the results. Repeat testing was performed on customer's other c501 analyzer, serial number (B)(4). The first patient's initial sodium result was 112 mmol/l and it was reported outside the laboratory. The repeat result was 139 mmol/l. The second patient's initial potassium result was 3.4 mmol/l and it was reported outside the laboratory. The repeat result was 6.0 mmol/l. The repeat results were considered correct and were issued as corrected reports. There were no adverse events. The sodium and potassium electrode lot number and expiration dates were not provided. The field service representative suspected one or more of the electrodes were defective. The customer replaced all the electrodes and solutions and performed maintenance. The customer performed ise checks, precision tests, calibration, and quality control that were all within specification.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.